Event description:
It was reported that the syringe 1.0ml vet u40 29ga 12.7mm 10bag was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: catalog: 323002 lot: 6294532 date of event: uknown I'm a pet parent, of a male diabetic 7yo dachshund. He was diagnosed two years ago, and I've been using your syringe product twice a day since then. This morning, I attempted to draw up insulin from the vial, into the syringe. The plunger operated with no issue, and I inserted the equal amount of air into the vial as I needed for the dose. That's where the problem was. The syringe would not draw down the insulin. I made two attempts. The plunger pushed and pulled freely with no problem, but there was no insulin visible inside the chamber. I then substituted another syringe, and had no further issue. I use u40 caninsulin product, along with your u100 bd pet syringe. I use the 2.5 conversion factor to regulate the correct dose. I purchase syringes from a local store, in 10pk x 10 syringe boxes (100's). Your product code is 323002. Upc on the product bag is 82903-00201. Lot # 6294532-z. Two dates are 2016-11-01, and 2021-10-31.

Manufacturer narrative:
The following information has been updated/corrected: d.10. Devica available for eval.?: yes. D.10. Returned to manufacturer on: 2020-08-27. H.3. Device return to manuf.?: yes. Device eval. By manufacturer?: yes. H.6. Method codes: 10, 4114. H.6. Results codes: 114. H.6. Conclusion codes: 4315. H.6 investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate (not drawing) on lot # 6294532. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, difficult/unable to operate (not drawing) was captured and addressed. Investigation summary: customer returned one (1) used 29gx12.7mm, 0.3ml bd insulin syringe in an opened polybag from lot 6294532. Consumer reported that syringe would not draw up insulin. The returned syringe was examined, and it was observed that when the plunger rod was pulled back, the plunger rod would return back to the zero mark on its own ¿ likely the result of a clog. After exercising the plunger rod within the barrel it was noticed that the plunger rod appeared to have become unclogged. The syringe was then tested for flow: it was able to draw and expel properly. Since the source of the clog was not recovered, the root cause could not be determined. A review of the device history record was completed for batch #6294532. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were three (3) notifications [200668263, 200668530, 200668271] noted that did not pertain the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (clog) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time because the source of the clog was not recovered during the investigation process. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Initial reporter phone #: an additional phone # was provided as (B)(6). (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate (not drawing) on lot # 6294532. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, difficult/unable to operate (not drawing) was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #6294532. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were three (3) notifications [200668263, 200668530, 200668271] noted that did not pertain the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 1.0ml vet u40 29ga 12.7mm 10bag was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: catalog: 323002, lot: 6294532, date of event: unknown. I'm a pet parent, of a male diabetic (B)(6) dachshund. He was diagnosed two years ago, and I've been using your syringe product twice a day since then. This morning, I attempted to draw up insulin from the vial, into the syringe. The plunger operated with no issue, and I inserted the equal amount of air into the vial as I needed for the dose. That's where the problem was. The syringe would not draw down the insulin. I made two attempts. The plunger pushed and pulled freely with no problem, but there was no insulin visible inside the chamber. I then substituted another syringe, and had no further issue. I use u40 caninsulin product, along with your u100 bd pet syringe. I use the 2.5 conversion factor to regulate the correct dose. I purchase syringes from a local store, in 10pk x 10 syringe boxes (100's). Your product code is 323002. Upc on the product bag is (B)(4). Lot # 6294532-z. Two dates are 2016-11-01, and 2021-10-31.